Event description:
It was reported that the left side anchor that the band attaches to, broke off from a silent nite 3d one piece sleep device during the night, while in use. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury nor were any adverse events reported by the patient. Patient has stopped using the device and a replacement is underway.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description the probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description: the probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly. G3 date of manufacture and h6 codings are updated with reference to the complaint number: (B)(4).